Event description:
.

Manufacturer narrative:
In view of the fact that the original failed device was not returned, and no lot number was provided, we could not perform a device eval for this particular production lot. The failure described is from the support bar on one side of the neobar tearing away from the mesh portion of the tab. In 2012 neotech products, inc. Has made a change to manufacturing procedure for all neobars in that the support bars are to be attached to the labs via sonic welding. Tests have indicated significantly improved adhesion of the tab to the support bar.